Event description:
It was reported that the loudspeaker of the avalon fm20 fetal monitor does not work. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
E1: instution has been requested, but no information was made available. The following functional tests were performed: further relevant information was requested (like if the device was completely out of sound and how the issue was resolved), but none was provided. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the loudspeaker of the avalon fm20 fetal monitor did not work. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.